Event description:
It was reported that during loading of the 2.75x18 mm xience v stent delivery system (sds) onto the guide wire, some resistance was felt and the soft tip of the catheter separated from the tip. The sds was retracted from the guide wire without resistance. The same guide wire was used with a new xience v sds to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip detachment was confirmed; however, the reported difficulty positioning the stent delivery system (sds) over the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.